Manufacturer narrative:
Medtronic reference #: (B)(4) date of initial report: 10/16/2016. Date of follow-up report: 02/20/2017. One lf5544 was received for evaluation. Visual inspection found the grey outer part of the jaw partially separated from the seal plate. The seal plate was still partially attached. The investigation found the grey outer part of the jaw partially separated from the seal plate. The seal plate was still partially attached. Engineering examined the device. Engineering stated this may have been attributed to aggressive use and cleaning. The investigation identified the root cause of the investigation findings to be user error. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric bypass procedure, the insulation close to the jaws separated from the device.